Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to a breach in aseptic technique. The patient admitted to discontinuing ccpd therapy while not utilizing a mask on several occasions. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination or contamination with respiratory secretions. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced ¿some¿ pain and cloudy pd effluent and was prescribed an antibiotic. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was diagnosed with peritonitis. The patient presented to the outpatient dialysis clinic on (B)(6) 2020, with complaints of abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2022 u/l, poly¿s = 85%) was collected, and the patient was started on intraperitoneal (ip) ceftazidime 2000 mg daily and ceftriaxone 2000 mg daily. The peritoneal effluent fluid culture returned (B)(6) on (B)(6) 2020 for (B)(6). The patient was transitioned to oral doxycycline 2 tablets daily (dose not provided) on (B)(6) 2020 due to the patient¿s intolerance of ip antibiotics (e.g. Nausea, sour stomach). The patient¿s peritoneal effluent cell count was repeated on (B)(6) 2020 (wbc = 23 u/l) and again on (B)(6) 2020 (wbc = 5 u/l) and demonstrated a favorable decrease in wbc¿s. The pdrn stated the events were unrelated to the utilization of any fresenius device(s), drug(s), and/or product(s). The pdrn attributed causality to a breach in aseptic technique. The patient admits to discontinuing continuous cyclic pd (ccpd) therapy while not utilizing the required mask on several occasions. The patient is recovering from the events and continues to undergo ccpd therapy without further issue.